Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump powered it's self off and customer stated that they did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose was 101 mg/dl at the time of incident. Customer stated that the battery cap was not loose, cracked or damaged. The customer also reported that the insulin pump had failed battery test alarm. The insulin pump will not be returned for analysis.